Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be, "inappropriate package design." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found to be broken and the coil separated with the straight site after opening the package. It was stated that the user used another new inlay.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was found to be broken and the coil separated with the straight site after opening the package. It was stated that the user used another new inlay.